Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had migrated. As a result, surgical intervention was taken to replace it.